Event description:
It was observed that during the device evaluation, the subject device exhibited intermittently a b-30 error (scope communication error). A water tightness failure due to crack on the connector and leakage coming from the focus button. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.